Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the device was returned, and visual inspection revealed that the teeth were damaged, the slack was not taken up, and the handle showed evidence that the trip wire was not secured to the post. Additionally, the handle was rotated 180 degrees until an audible click was heard; no issues were identified with the handle. Based on the evidence, the reported event of bands failing to deploy is confirmed. However, the reported observation of handle feedback issues could not be confirmed during testing of the returned product. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Instructions specified the need to take up slack by pulling proximal end of trip wire and secure it in slot on handle unit, however, it was found that these instructions were not followed. According to the product analysis performed on the device, it was found that the teeth were damaged. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged or this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Additionally, as the instructions for use (IFU) may not have been followed, this could have affected the intended deployment of the bands once the ligator housing was installed on the endoscope, causing the trip wire to not function properly with the handle during band deployment. Finally, during the analysis, the handle was rotated 180 degrees until an audible click was heard; however, no issues were identified with the handle. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. Also, it was also noted that the handle felt unusually stiff compared to normal when being rotated. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.